Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced an infection. The right ventricular (rv) lead showed vegetation on the tip of the lead. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.